Manufacturer narrative:
Date of event: the true event date was not reported. The first day of the month of the aware date was used as an estimate.

Event description:
It was reported that stent detachment occurred. A 7x60x120 epic vascular stent was selected for used. However, during unpacking, it was noticed that the stent was detached from the delivery system. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: the true event date was not reported. The first day of the month of the aware date was used as an estimate. Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 3mm from the distal end of the sheath. There is a kink at the nose cone and another 77.5 cm from the nose cone. The lock is missing from the returned device. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that stent detachment occurred. A 7x60x120 epic vascular stent was selected for used. However, during unpacking, it was noticed that the stent was detached from the delivery system. The procedure was completed with different device. No patient complications were reported.